Event description:
A (B)(6) pt contacted zoll customer support to report that his belt connector was damaged. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (damaged cable) was confirmed. As received, the trunk cable connector locking nut was cracked. The cracked nut on the locking nut prevents the electrode belt from properly securing into the monitor. The root cause for the cracked locking nut cannot be positively identified but is likely physical abuse. No adverse event resulted from the damaged electrode belt connector. The pt was issued a replacement electrode belt.